Event description:
It was reported that pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.